Event description:
Boston scientific received information that a procedure was performed to replace the cardiac resynchronization therapy defibrillator (crt-d) with a competitor device, and add a left ventricular (lv) lead. The boston scientific sales representative was asked to turn off the defibrillator so the procedure could begin. The sales representative did this, and was asked to say in case he was needed. When the pocket was opened, it was noted that the middle prong of this sub-q array was fractured. The physician decided to suture the three prongs together with several silk ties, cut them off, and cap them together. The terminal portion of the sub-q array was removed and will be returned to boston scientific for analysis. The boston scientific sales representative was then asked to leave since from that point on, it was a competitor's case. The sales representative believed that the plan was to keep the chronic rv defibrillation lead (B)(4) in place, and simply add a competitor device and a lv lead. No adverse patient effects were reported.

Manufacturer narrative:
The explanted portion of this sub-q array has been returned to boston scientific for analysis. This investigation will be updated should further information become available, or when analysis is complete.

Manufacturer narrative:
Upon receipt, this sq array was thoroughly tested. Only a portion had been returned, measuring 540mm. The portion was extremely curled, and it appeared it had been pulled with force and let go. All three legs were discontinuous approximately 46mm from the hub. The two outer legs appeared to have been severed and the middle leg appeared to be fractured. The shocking coil wires showed evidence of fatigue as well as evidence of electrolytic pitting.